Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Unchecked explanted for device 1. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: sensing (other) was noted. The lifetime fvt episode counter was at 2469, the lifetime asystole episode counter was at 57, and the lifetime time in noise counter was at 70765086.

Event description:
The report received indicated the patient experienced a symptomatic episode: lightheadedness but did not activate patient assistant. Therefore, no episode were recorded on the device at the time of the event. However, several noise episodes were subsequently recorded as fast ventricular tachyarrhythmia or fibrillation (fvt), and there were two asystole episodes recordings due to undersensing. Consequently, the following actions were recommended: reprogram fvt interval from 300 to 260 milliseconds and fvt duration from 9/12 to 30/40. Additionally, sensitivity program to 0.025mv due to undersensing episodes. No patient complications have been reported as a result of this event.